Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm prograsp forceps instrument had the tip pushed in into the arm base. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue is not related to any of the following functional failures: unintuitive motion, jaws stuck closed, visible broken/frayed wire, jaw becoming unhinged, or dislodged jaws. There was no physical damage observed on the instrument. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 1.8405" from the distal tip. The component was broken, and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.